Event description:
It was reported there was a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. The system operates as intended.